Event description:
It was reported that catheter migration/dislodgement occurred. The entire catheter pulled back into an old pump pocket on the opposite side of the abdomen as the current pump. It was reported ¿it appears that sometime in the past, the pump was moved from the patient¿s right side to his left¿, and the catheter was tunneled across the abdomen to the new pocket site. ¿at some point¿, the catheter came completely out of the it space and was sitting in the old pocket site. A fluid filled capsule formed. This was removed at the time the catheter was replaced. Patient symptoms consisted of less than 50% therapy relief with the location being the old device pocket, the right side. Actions required as a result of the event consisted of catheter replacement. It had been unknown if any diagnostic testing or troubleshooting had been performed. The patient status at the time of the report was listed as ¿alive - no injury¿. The device system was used to deliver preservative free normal saline. It was later reported that the catheter was completed removed. The patient reportedly had prior to that had a CT but the device manufacturer representative didn¿t have the results. The patient¿s wife also indicated that he had an x-ray for something unrelated to the pump which was how they first saw the catheter was out of the spine.

Event description:
Additional information received reported there was a correction, the catheter didn¿t migrate into the past pocket site, it went through it. The pocket was felt to be a chronic hematoma. It was noted it was correct that the catheter migrated out of the intrathecal space. The patient was now doing well on a low dose of baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: catheter. (B)(4).